Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received three scs leads from the same lot number. It was reported the patient complained her scs stimulation felt like it was skipping and no longer effective ever since the patient rode on a few rides at an amusement park. Surgical intervention is planned to address the issue.